Event description:
It was reported that during a pancreatoduodenectomy procedure, at first, the device cut the gastric body and the device could be fired properly. When the small intestine was cut after changing the cartridge, the staples were partially unformed at the second firing. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.